Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A 16 fr sentrant sheath was selected for use in a patient during an endovascular procedure. The aneurysm was 100 mm in diameter. It was reported that the sentrant sheath was damage upon opening the packaging. The physician stated that the cause of the damage is related to the device. The physician used another sheath to complete the case. No clinical sequelae were reported.